Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the advanced applicator outer shaft was stuck. The implant was removed easily but unable to unassembled the instrument. The surgery went well. The patient outcome was unknown. Concomitant device reported: unknown transforaminal posterior atraumatic lumbar (t-pal) implant (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This report is for (1) t-pal spacer applicator inner shaft. This report is 2 of 3 (B)(4).